Manufacturer narrative:
Continuation of d10: product ID a72400 lot# serial# unknown implanted: explanted: product type software product ID a71400 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). A manufacturer representative (rep) reported they implanted a new ins and lead today. The rep reported during the case, there was a "glitch" in the app that forced everything to close. The rep said he has had an issue with his tablet and app before, and it may be related to a tablet memory issue. The rep said they restarted the app and checked impedances, and at first, only contact 6 showed a connection issue (>40k ohms), then when they reran the impedances, multiple contacts on the 8-15 side of the 5-6-5 lead showed connection and impedance issues. The rep said the impedances were low then. When they reran the test, the impedances were high. The rep would wait 24 hours to see if the impedance issues resolve. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID a72400 serial# unknown: product type software product ID a71400 serial# unknown: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that at the patient¿s follow-up appointment an impedance test found all the values had returned to within normal limits. The issue was resolved.